Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was temporarily missing data despite the pump being in use. There was no reported impact to customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.